Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 1ml juvéderm volbella® xc in lips. Three months later, patient developed nodules. Patient was treated with 4ml hylenex®, antibiotics, and steroids over two months. When steroid is stopped, lips swell and become tender. Patient initially on doxycycline and could not tolerate it. Patient was prescribed keflex®. Symptoms ongoing.